Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low readings on the sensor scan and self-treated by consuming a muffin. Customer subsequently experienced a loss of consciousness. Ambulance was called and customer was treated with glucagon and IV for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m0066vdj5r has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating active state). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as correction report. Sensor was returned and investigated. Section d9, h3, h6 and h10 have been updated to reflect the same and to include the investigation results.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low readings on the sensor scan and self-treated by consuming a muffin. Customer subsequently experienced a loss of consciousness. Ambulance was called and customer was treated with glucagon and IV for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.